Manufacturer narrative:
It was reported that the patient fell and has possible tibial implant loosening. A revision surgery is planned to exchange the poly inserts and the tibial tray. Review of the device history record indicates that the device was designed and manufactured to specification.

Event description:
It was reported that the patient fell and has possible tibial implant loosening. A revision surgery is planned to exchange the poly inserts and the tibial tray.